Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, a full dose of heparin was administered before transseptal puncture during closure device implant. After crossing the septum, the physician exchanged the versacross wire for a pigtail catheter. There was a suspected mobile thrombus seen on the catheter or on the tip of the was sheath. The was sheath was aspirated, and large amounts of clot came out. The activated clotting time (act) at the time was 100 seconds despite the full dose of heparin. Additional heparin was administered, resulting in an act above 400 seconds. The closure device and the was sheath were exchanged. While attempting to recapture the closure device, a thrombus was again noted on the left side of the heart and the procedure was aborted. The patient was discharged with no medical concerns. The physician plans to get a computed tomography (CT) scan and attempt closure device implantation again.